Manufacturer narrative:
(B)(4): after multiple contacts with the customer, it is unknown if the customer will be returning the device to physio-control for evaluation. No additional information regarding the device status has been provided.the device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer reported that the display on their device is no longer functional. The device has soft keys and without the display functional, the end user may not be able to appropriately deliver defibrillation therapy. This was observed during testing and there was no patient use associated with the reported failure.

Manufacturer narrative:
The customer later contacted physio-control to request a device evaluation. Physio examined the customer's device and verified the reported issue. The device's display was blank. Physio advised the customer that the device is not field serviceable and no longer under warranty. Physio recommended that the device be permanently removed from service and that a replacement unit be obtained. At the customer's request, the device was then returned to them unrepaired. The cause of the reported issue could not be determined.